Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an aneurysm embolization procedure, when advancing the guidewire (subject device) to its target position, the subject device fractured. The physician removed the fractured section and continued the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be broken/fractured 190cm from the proximal end. The broken fragment was not returned. The hydrophilic coating was hydrated and there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The complaint was confirmed based on the analysis of the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. During analysis the guidewire was noted to be broken/fractured at 190 cm from proximal end, the distal fragment was not returned. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. The device was confirmed returned broken/fractured. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous, the guidewire encountered a problem rotating into the vessel, the guidewire got fractured. It is probable that excessive torque was applied and the device broken/fractured during manipulation of device resulting in the reported fracture. An assignable cause of procedural factors will be assigned to the as reported/as analyzed defect, guidewire broken/fractured, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm embolization procedure, when advancing the guidewire (subject device) to its target position, the subject device fractured. The physician removed the fractured section and continued the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.